Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The returned sample was evaluated and the reported failure was confirmed. Water infusion testing identified leakage due to a tear/hole in the tubing. Examination under magnification identified external dent marks between the 83 centimeter and 84 centimeter markings, a jagged and wrinkled damaged area, and internal tubing wall indentations. Process evaluation confirmed that manufacturing controls and inspections were in place, personnel were properly trained, and attempts to replicate the reported failure were unsuccessful. Root cause could not be determined because the observed damage could not be associated with the manufacturing process. All information reasonably known as of 10 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, there was a tear on tube. It was found during use. No patient injury.